Manufacturer narrative:
The insulin pump was received with an intermittent act button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with normal operating currents and it passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he has been wearing the insulin pump since the early 90's and the pump is saying button error. Customer stated that he disconnected the battery to clear the alarm but it came right back up. Customer was having a low blood glucose level and went to suspend the pump. The pump was not responding to the buttons and after having a snack, the button error alarm came up. Customer's blood glucose was 38 mg/dl at the time of the incident. Customer took insulin before dinner and stated that this screwed him up. Customer stated that he did not press the button for 3 minutes and was not even close. Customer declined troubleshooting for the low blood glucose because he did not eat when he expected to. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.